Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.

Event description:
Additional information was provided that during the procedure to implant a new system, a suture sleeve was found inside the patient's body when the xyphoid incision was made. The suture sleeve was removed and sent to hospital pathology. The patient reported also having had ecoli. It was also reported that an x-ray did not identify the missing suture sleeve. Boston scientific technical services (ts) explained that the suture sleeves are not radio-opaque, which explains why the suture sleeve was not visible on x-ray. Ts explained the new electrode has an integrated suture sleeve, designed for ease of use based on customer feedback.